Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; low bg value was not provided, and cause was not known. Customer required third party assistance to address bg. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized. The customer declined to perform further troubleshooting with tandem technical support.